Event description:
Information was received from a healthcare provider (hcp) and a consumer via a company representative regarding a patient receiving bupivacaine (50 mg/ml at 1.2106 mg/day) and clonidine (50mg/ml at 1.2106mg/day) via an implanted pump. The patient reported that they had a catheter dye study performed on (B)(6) 2024 with their physician due to a lack of therapy efficacy, and the catheter was unable to be aspirated. The patient¿s physician referred them for surgical consultation at another physician¿s office, and they were seen there on (B)(6) 2024. At that time, the pump was interrogated, and no error codes were observed. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that per the patient their pump was very loose in their abdomen. No other factors were reported. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: product type catheter product ID 8785 lot# hg7mqfr serial# implanted: (B)(6) 2024 explanted: product type catheter product ID 8780 lot# serial# hg7sgkr14 implanted: (B)(6) 2024 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) , ubd: 24-jan-2025, UDI#: (B)(4) ; product ID: 8785, serial/lot #: (B)(6) , ubd: 24-jan-2026, UDI#: (B)(4) ; product ID: 8780, serial/lot #: (B)(6) , ubd: 13-mar-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.